Event description:
It was reported during an infusion of insulin (2.5 units/hr) "the channel was flashing pump error" the module was swapped out and sent to biomedical engineering. Clinician checked patient's blood sugar, reading 12.3 mmol/l, previously 12.0 mmol/l. Doctor was notified, and decision made was to not adjust the rate of the insulin. Upon repair in biomed, it was noted the module had a blown fuse. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported during an infusion of insulin (2.5 units/hr) "the channel was flashing pump error" the module was swapped out and sent to biomedical engineering. Clinician checked patient's blood sugar, reading 12.3 mmol/l, previously 12.0 mmol/l. Doctor was notified, and decision made was to not adjust the rate of the insulin. Upon repair in biomed, it was noted the module had a blown fuse. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction : unique identifier (UDI) #. Additional information : describe event or problem, concomitant med prod data and manufacturer narrative. Investigation summary : the reported complaint that the channel was flashing, and the pump module displayed an error was not confirmed during the review of the logs or replicated during laboratory testing. ¿ inspection and laboratory testing on the as-received pump module found that the f1 fuse on the motor controller board was operating as designed. ¿ the received single fuse (f1 ¿ 750ma, pn: 320079) was measured with the fluke digital multimeter and found to have an open circuit. ¿ a shorted c3 capacitor can blow the f1 fuse as soon as motor motion is initiated, and the +15 volt supply is turned on. If the fuse (f1) blows it can lead to a power loss on the pump module and a channel disconnect error, no channel ID, won¿t power on, no communication, or not connecting will occur on the pcu. ¿ due to the self-healing properties of tantalum capacitors (c3), extensive testing was unable to replicate the reported event. ¿ the pcu or the pcu logs were not received for investigation. The pump module event log contains limited information about the programming of the device and does not contain drug information. ¿ based on the review of the pump module event log, on april 24, 2024, at 6:15 am, a basic infusion was programmed and started with a rate of 2.5ml/hr and a volume to be infused (vtbi) of 90ml. ¿ at 1:53 pm, after approximately seven (7) hours and thirty-eight (38) minutes, the pump module recorded a powered on attached. ¿ a review of the pump module error log showed no errors were recorded related to the reported incident. ¿ the alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported issue that the channel was flashing, and the pump module displayed an error is being attributed to a momentary short in capacitor (c3) which caused the f1 fuse to blow. Note that this report lists imdrf annex a0401, a1801, g02017, g04037, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported during an infusion of insulin (2.5 units/hr) "the channel was flashing pump error" the module was swapped out and sent to biomedical engineering. Clinician checked patient's blood sugar, reading 12.3 mmol/l, previously 12.0 mmol/l. Doctor was notified, and decision made was to not adjust the rate of the insulin. Upon repair in biomed, it was noted the module had a blown fuse. There was patient involvement however no patient harm. A report was received from health canada's canada vigilance program which states, "at 1542 rn writer and co-rn attended the pt's bedside to adjust the insulin infusion dose per the mar protocol and discovered the bd alaris pump was off. The last pump check was at 1500 at which point the insulin infusion was running at 2.5 units/hr. During the day one of the channels was flashing "pump error" following which we swapped out the channel for a new one sending the faulty one to biomed. We suspect that the insulin channel may have had a fault error; therefore we switched out the entire module and all infusions to a new one sending the faulty module to biomed. Pt's blood sugar was 12.3 (previously 12.0 when running insulin continuous at 2.5 units/hr) and rather than increase the rate as we were uncertain how many minutes the channel was off".

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported during an infusion of insulin (2.5 units/hr) "the channel was flashing pump error" the module was swapped out and sent to biomedical engineering. Clinician checked patient's blood sugar, reading 12.3 mmol/l, previously 12.0 mmol/l. Doctor was notified, and decision made was to not adjust the rate of the insulin. Upon repair in biomed, it was noted the module had a blown fuse. There was patient involvement however no patient harm.